Event description:
It was reported that a black fiber was observed in the bladder of a large volume folfusor. This was noticed during filling with an unspecified cytotoxic drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between april 20, 2014 and april 21, 2014. Evaluation summary: baxter received one unit of lot number 14d035 for evaluation. The device contained approximately 200ml of fluid in the bladder. Visual inspection noted one black particle 0.02 mm in size, embedded in the material of the stress-member column. The particle was not in the fluid path. The cause of the condition was not determined. A batch review was conducted for lot number 14d035 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The reporter stated that the lot number is either 14a041 or 14b050. The expiration date of lot 14a041 is january 1st, 2016. The expiration date of lot 14b050 is february 1st, 2016. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.